Event description:
It was reported that a patient experienced a breach in aseptic technique coincident with therapy for peritoneal dialysis (pd). On an unreported date, the patient's technique was observed in the pd clinic. The patient was noted to put her mask on and run her hands through her hair after washing her hands. She also performed her exchanges very rapidly. The patient was retrained in aseptic technique. The cause and outcome of the breach in aseptic technique was unknown.

Manufacturer narrative:
(B)(4). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.